Event description:
It was reported by service report that the bed had no motor functions. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is on-going; a f/u report will be submitted with results.